Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Subsequently, the pump turned off and when the pump was turned back on the battery had decreased from 100% to 5%. There was no impact to the customer's blood glucose level. Reportedly, the customer has manual injections available as alternate insulin therapy.